Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the device would rewind when buttons were pressed. Customer's blood glucose was unknown. Insulin was squirting out during manual prime. Device was unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The pump was monitored and had no unexpected rewind screen when pressing the button. The pump had minor scratches on the display window and a cracked reservoir tube lip.